Event description:
It was reported that there was an unspecified pump touch screen issue. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.